Event description:
It was reported that during a breast biopsy procedure, it was not possible to collect samples. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media. And it cut as intended. In addition, the vacuum feature was fully functional. The probe was fully functional and conforming to manufacturing requirements. No issue sample issues were noted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.